Event description:
Patient had infected hip, removed implants and implanted antibiotic spacer.

Manufacturer narrative:
The following other devices were also listed in this report: v40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# unk. Primary tritanium hemi cluster hole cup 56mm; cat# 502-03-56e; lot# unk. Mod con dist stem 15 x 155 mm; cat# 6276-7-015; lot# unk. 21mm mod rev hip bdy/blt +10mm component level 9006-1-121; cat# 6276-1-121; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.